Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g998usqsjhzb1 hardware: sm-g998u cgm sensor type: dexcom 67 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they developed an infection at the pod¿s insertion site on their leg while wearing the device between 4 and 24 hours. The patient reported the infusion site to have a bump, there was burning, and it was painful. The patient was taken to the emergency room on (B)(6) 2026 and diagnosed with an infection but did not know the exact diagnosis. The patient was treated with drainage of the bump and was given a 5-day course of an unknown antibiotic. The patient was released the same day 5 hours later. A new pod was placed. Additionally, the patient mentioned they had a follow up visit with their primary care physician on (B)(6) 2026.